Manufacturer narrative:
Two tubes were returned for evaluation. Visual inspection confirmed airway line on both tubes to be torn. The condition and yellowing of the tubes is indication that the units had been in use successfully for an extended period of time. The tear was jagged in a way that suggests the airway may have been fractured due to excessive force or pulling during use. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. A review of device history records for the reported lot found no anomalies or discrepancies. Additionally, all parts are 100% visually inspected by operator and quality assurance prior to release.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use, the pilot line split proximal to the flange requiring an urgent tube change. No adverse health outcome resulted from this event.